Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose (bg) level was 250 mg/dl and the bg level would be addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.